Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing dizziness. Upon interrogation, the right ventricular lead exhibited noise. The lead was reprogrammed. The patient would continue to be monitored.